Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were clotting. This was discovered during use. The following information was provided by the initial reporter: during use, the nurse took blood from the patient and shook well according to the normal operation, they found 1ea tube occurred blood clotting.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were clotting. This was discovered during use. The following information was provided by the initial reporter: during use, the nurse took blood from the patient and shook well according to the normal operation, they found 1ea tube occurred blood clotting.